Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. There was no display ramping on its own anomaly noted. The low reservoir alarm feature was working properly. The pump was received with a cracked case at the display window corners and a minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump kept scrolling when he tried to treat with a bolus. Customer stated that the number on the screen would keep scrolling and he also received a low reservoir alarm that he was unable to clear at the time. Customer stated that the issue was the up arrow button on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.